Event description:
It was reported during an implantable cardioverter defibrillator replacement procedure, electrical tests demonstrated that the left ventricular lead was fractured and exhibited high impedance. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).